Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-01405. (B)(6) clinical study. It was reported that angina occurred. In (B)(6) 2013, the patient was referred for cardiac catheterization. The following day, the index procedure was performed. The target lesion #1 was a de novo lesion located in the proximal saphenous vein graft (svg) to mid left anterior descending (lad) artery with 80% stenosis and was 22 mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50x24mm promus element¿ plus drug-eluting stent with 0% residual stenosis and timi 3 flow noted. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, a promus premier¿ drug-eluting stent was implanted in the mid right coronary artery due to chest pain cardiac. In (B)(6) 2017, the patient presented to emergency department (ed) with the complaints of chest pain associated with shortness of breath and diaphoresis and was hospitalized on the same day. The subject reported of taking asprin and 3 nitroglycerin with very little relief. Upon arrival in ed, it was noted that subject¿s troponin levels were negative. However, on the same day, electrocardiogram (EKG) revealed st elevation in a vr with st depressions in info-lateral leads. The patient's admitting diagnosis was unstable angina. Four days later, patient¿s coronary angiography revealed 50% stenosis in previously placed stent (unknown manufacturer) as well as promus premier drug eluting stent deployed during chest pain cardiac, and the svg to lad was occluded. Five days later, 60% stenosis of distal lmca (left main coronary artery and 85% stenosis located in proximal left circumflex (lcx) was treated with 2.5 mm non-bsc cutting balloon, balloon angioplasty and placement of 3.0 x 12 mm non-bsc drug-eluting stent with 0% residual stenosis and timi 3 flow was noted. The next day, the event was considered resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the promus premier drug-eluting stent in the right coronary artery has in-stent stenosis.